Manufacturer narrative:
G04060 code was added. H3,h6: a software analysis was initiated. Found that not a software issue. Complaint data investigation found the event is due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 (B)(6) oil and washer o2 4.2.1 maintenance release sw h3) onsite functional and visual examination was performed by a manufacturer representative. The representative replaced wafers and added oil to proper level to alleviate any chance of future tube arcing. Re-installed tube and performed 6 x-large patient 3d scans using thoracic region of interest in hd mode with no further (41) ma imbalance errors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system gave an " early termination of 3d scan has occurred." The system still gave them a 3d scan that they were able to use during navigation. They tried to take another 3d scan for confirmation shots and were unable to get it to spin. There was a reported delay of less than one hour and no reported impact to patient outcome.